Event description:
Per the audiologist, the pt never gained full benefit from the cochlear implant system. Reportedly, the pt consistently used his implant system 2002 through 2007, but discontinued using the cochlear device in 2007 due to poor sound quality. The pt presented at the clinic in 2008 with the intention of trying to resume implant use. Reprogramming of the pt's sound processing program did not alleviate the problem. Persistent facial nerve stimulation was noted. The pt was scheduled for explant/reimplant surgery on the following month.

Manufacturer narrative:
This type of event is addressed in the device labeling.